Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce or verify the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and had locked-up during patient use. The patient associated with the reported event was not harmed.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and had locked-up during patient use. The patient associated with the reported event was not harmed.